Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient said the signal was intensifying causing intense pain for the stimulation was getting stronger. The stim and pain was getting worse and so caller wanted to know if it was normal for the stimulation to get stronger. The patient was redirected to their healthcare provider to further address the issue.